Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance. The impedance remains within range. Technical services (ts) noted that the lead did not exhibit noisy signals, and there were no other signs of lead issues. Ts suggested testing individual coils and reprogramming the device. The lead remains in use. No adverse patient effects were reported.